Manufacturer narrative:
The data was requested for further investigation, but was not provided by the customer. The general performance of the device was within the expected thresholds since qc and calibration were acceptable. No product issue could be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with bil-d gen.2 assay on a cobas pure c 303 analytical unit. Sample 1: initial result: 7.6 umol/l (tested with doumas method). Repeat result: 2.2 umol/l (tested on beckman coulter using jendrassik-grof method). Sample 2 was tested on an unknown date: initial result: 10 umol/l (tested with doumas method). Repeat result: 4.6 umol/l (tested on beckman coulter using jendrassik-grof method). The initial results did not correlate with the patients' medical history, prompting the repeat of the samples. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). Qc was acceptable. The investigation is ongoing.